Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the system won't power on. There was no patient involvement.

Manufacturer narrative:
Date received by MFR.: 08jul2019 date of this report: 07aug2019. The customer replaced the video graphic assembly controller printed circuit board assembly to address the reported issue. The device successfully passed performance specification testing after the repair was completed.